Event description:
The customer reported that their device would intermittently not deliver defibrillation energy when the shock button is pressed. This was observed during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and was initially unable to duplicate the reported intermittent failure. Physio replaced the system controller and user interface pcb assemblies and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center. It was observed that the defibrillation discharge switch, designator sw38 was taking excessive pressure to activate, which would lead to the reported intermittent failure to deliver defibrillation energy.